Event description:
It was reported that during an unk procedure, the surgeon was performing hemostasis and reported that when he activated the stapler, the device jammed without firing the staple load. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026 d4: batch # 272d06 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4: batch # 272d06. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished cdh25p, with lot/batch number 272d06, and no non-conformances were identified. Additional information was requested and the following was obtained: describe: surgeon states that when shooting the cagger the stapler blocked, making it impossible to stapling the desired area surgeon performed hemostasis and refers that when triggering the stapler the device crashed without triggering the staple load. Was the product inspected before use?: yes. During which procedure was performed and where part of the body? (Removed). Was there no harm to the patient? No. Was material replacement required to complete the procedure? Yes. Material was discarded? Yes. Do you have material sample for analysis? No.